Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
After approximately 160 hours of normal intra-aortic balloon pumping, the device alarmed blood suspected. Blood was observed in the tubing. No patient harm or injury was reported.